Manufacturer narrative:
No report of patient involvement. Unique identifier # (B)(4). Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power and anesthesia control boards were replaced.

Event description:
The hospital reported that, following boot-up of the machine, the unit went into a system malfunction. There was no report of patient involvement.